Manufacturer narrative:
Evaluation of the returned benchmark max confirmed a fracture at the hub beneath the ID band. If the device is forcefully mishandled at extreme angles during use, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an m1 occlusion using a benchmark bmx96 access system (benchmark max), a velocity delivery microcatheter (velocity), and a guidewire. During the procedure, the physician used the velocity and a guidewire to bring up the benchmark max to the target vessel. While retracting the velocity out of the benchmark max to perform aspiration, the benchmark max broke at the hub; therefore, it was removed. The procedure was completed using a neuron max 6f 088 long sheath (neuron max) and the same velocity. There was no report of an adverse effect to the patient.